Event description:
Customer alleged discrepant results when compared to the lab. Results report by customer were: inratio pt/nr 11.1/1.1, lab pt/nr 23.5/2.1, date unknown (test 1) inratio 11.1/1.1, lab 23.5/2.1, date unkknown (test 2), inratio 38.3/3.8, lab 35.2/3.5.